Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor error alarm. The insulin pump had intermittent act button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was also received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 141mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.